Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that there was a speaker fault. It is unknown if the speaker was able to produce any sound. It is unknown if the device was in clinical use. There was no adverse event or patient harm reported.

Manufacturer narrative:
Additional information was requested to determine if the speaker could produce sound; no further information was provided. A replacement speaker assembly was sent to the customer to resolve the issue. Based on the information available, the cause of the reported problem was a faulty speaker, as no further issue were reported after sending the replacement speaker. The reported problem was not able to be confirmed, as the device was not available for testing. However, a malfunction could not be ruled out. We are unable to confirm the final disposition of the device because no further information was available. A replacement speaker was sent to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).